Event description:
Pt with left lateral meniscal tear had a left knee arthroscopy with partial lateral meniscectomy in 2001. Following insertion of the arthroscope into the lateral compartment of the knee from the medial portal, surgeon introduced a #11 blade into the knee through the lateral parapatellar portal. Anterior stalk of the lateral meniscal tear was sharply incised using the #11 blade. During retraction of the blade, the tip of the blade broke off and remained lodged in the meniscus. Under arthroscope visualization, the tip of this knife blade was removed, in whole, leaving no foreign body in the knee joint. In all, three pieces were removed prior to surgery completion. Incisions were closed and pt was taken to recovery in good condition. No complications.